Manufacturer narrative:
One cadd cassette reservoir was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. Using a syringe it was tried to pass water through the sample in order to confirm occlusion. It is confirmed that luer component is occluded water could not pass through. Since the samples were occluded, in order to test there is no leakage on the cassette, luer were cut on both of the samples, and brand new ones were bonded. A review of the manufacturing process was conducted by quality intern, in order to verify that there are no situations or practices that could create the event as described in the "complaint description" section the leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested.

Event description:
Information was received indicating that a smiths cadd® medication cassette reservoir leaked chemotherapy on to the patient's clothes. There was no reported serious injury to the patient.